Manufacturer narrative:
Concomitant medical product: 407652 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v intervals and high rate non-sustained episodes due to noise. The rv lead was reprogrammed. Approximately one week later, both the rv lead and right atrial (ra) lead experienced high/undefined pacing impedance levels, and the rv lead exhibited oversensing. The rv and ra leads were reprogrammed and detections were turned off. Both the rv and ra leads remain in use; however, there was discussion of a potential rv lead replacement. No patient complications have been reported as a result of this event.